Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, a lead had become stuck within the right ventricular header port of the replacement pulse generator. The lead was cut and the device and lead portion were removed. A replacement generator was successfully implanted at that time.